Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy- "the hospital contact with ours in relation incident with direct drive clip applier. The (B)(6) went the hospital on (B)(6). He talked with or supervisor, purchasing department, disposable materials supervisor in order to collect the information about the incident/s. Finally the only information that they gave him have been that in some cases the clip do not close properly on the cystic vessel and he had to used other " alternative methods". They told him that it happened to dr. (B)(6) (head of the service). Finally the rsm talked with dr. (B)(6) by phone and he told him that the clips do not close properly (picture two) they threw the clip applier." Patient status ok.

Manufacturer narrative:
Investigation summary: on march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.